Manufacturer narrative:
The device and the lens were returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. A broken haptic is observed. The haptic is on top of the plunger. The haptic distal area is oriented toward the nozzle tip. The lens was returned outside the device. Viscoelastic is dried on the lens. Both haptics are broken in the gusset area. The optic edge is split toward the optic center. All product and batch history records are quality reviewed prior to product release. A qualified viscoelastic was indicated. There are no other complaints in this lot. The root cause for the reported event could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during insertion of an intraocular lens (iol), the haptic was broken. The incision was enlarged, the iol was replaced with an alternate lens and the wound was sutured. It was indicated that the procedure was delayed 10 minutes and the patient is "ok". Additional information for this report is not available from the reporting facility.